Manufacturer narrative:
This medwatch report is being filed based on images received on october 25, 2023, revealing fractured material. The images provided by the distributor presented a fracture of the core wire and stretched coil wraps in the distal tip extending proximally from the j-straightener with the distal tip lodged within the j-straightener. As received, the specimen consisted of one-1 each safari2 275cm sml crv 1pk; returned loose and coiled without the dispenser assembly, lodged within the j-straightener, and double bagged with in "zip-lock" style poly biohazard pouch. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented a ductile, tensile overload of the core wire an unknown distance from the distal tip weld mass with concurrent stretched coil damage of 28 cm. The distal tip is lodged within the lumen of the j-straightener attachment 3.5 cm from the distal tip of the j-straightener with traces of dried blood. The specimen also presented kink/bend damage at approximately 0.8cm from the proximal aspect of the core wire fracture in the formed curve. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the dfu, instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2tm guidewire curve position to assure safari2 guidewire placement and stability. As described in the device instructions for use (dfu) warnings: · exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. No patient information or event date provided. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Note: this medwatch report pertains to the first of two guidewires in the reported event. Medwatch report 2126666-2023-00076 captures the second guidewire. Event description: customer tried to use the safari wire for an implantation with a different valve. They couldn't remove the wire from the plastic sleeve. Wire was damaged and they used another one. Same situation by the next one. Third safari wire could be used successfully. What troubleshooting steps, if any, resolved the issue?: another safari wire was used patient complications: no patient complications procedure date-unknown.